Manufacturer narrative:
The unit was received with the reservoir tube lip completely broken off; the reservoir does not stay locked in. The unit also had a missing o-ring (reservoir tube) and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the top of the insulin pump's reservoir compartment broke off. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.